Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and follow-up information received on 02/12 and 02/23/2009 respectively were processed together. This case involves a (B)(6) female patient who received a treatment of poly-l-lactic acid on (B)(6) 2008. Poly-l-lactic acid was injected into her temples and at the cheek bones. She received 7 ml in total (2 ml at each temple and 1 1/2 ml along both cheek bones. Poly-l-lactic acid was prepared only with sterile water. Relevant medical history includes a tendency to develop pimples in relation to her periods and multiple allergies (nos). Concomitant medication was reported as an anti-histamine (nos) given as pre-medication to her poly-l-lactic acid treatment due to her history of allergies. A week after her treatment, she developed slight skin blushing and a lot of small spots/pimples on her face. Her practitioner prescribed penicillin (nos) due to suspicion of an infection. She was seen by her treating physician on (B)(6) 2008 in relation to the event. The patient had epidermal pimples/papules on both side of the face, most pronounced on the left side in relation to poly-l-lactic acid therapy, but also some below the cheek bone, at the lower face, and at the forehead. The patient was informed that they were superficial spots and that they could be due to a combination on massage and the process that poly-l-lactic acid initiates in the skin. She is due for another follow-up in one month.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up information received on 07/29/2009: attempts to contact the reporter have been unsuccessful; therefor, no additional info is available.